Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e1901 is being used to capture the reportable event of bacterial infection. Patient code e2327 is being used to capture the reportable event of necrosis. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a patient who underwent a spaceoar vue placement experienced high fever. The patient was having troubles when walking and defecating. When the patient returned to resume radiation, the radiation oncologist was concerned that the with count went from 14 to 11 on antibiotics. The blood cultures were negative. The patient was treated with doxycycline twice a day. The patient received a magnetic resonance imaging scan (MRI) and had a lot of perennial discomfort, had no fecal incontinence and his ambulation is not good due to the pain. On the MRI there is a tiny amount of rectal wall infiltration. On the computed tomography (CT) scan there is a fluid collection around the hydrogel. There was also air in the gel and there is an air pocket in the fluid collection which raises the possibility of either an abscess making gas or a connection to the rectal wall allowing gas in. The physician took the patient to CT scan to place a transgluteal drain, on the CT scan it was observed signs consistent with fournier's gangrene.